Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the infusion device continues to display an e4 (occlusion) error message after bolusing 2 units of insulin, but will work okay in run mode. Patient stated his blood glucose level has been very elevated due to this concern and this is the second time this week he has gone to the hospital for treatment for elevated blood glucose level. Patient's normal blood glucose range is 140-160 mg/dl. Patient reported the infusion device began showing the occlusion on (B)(6) 2014 and his blood glucose level started going up. Patient stated he continued self-treating with insulin injections of regular insulin and on (B)(6) 2014 he went to the hospital with a blood glucose level of 800 mg/dl and was treated in the ER for about 8 hours with insulin IV and IV hydration until his blood glucose level was down to 150 mg/dl and then sent home. Patient reported that today he went to the hospital with a blood glucose level over 500 mg/dl; is in the ER and has not received any treatment yet. Patient stated he changed the current infusion site and tubing this morning; device is currently in the run mode and not showing the error. During troubleshooting insulin did drip from the tubing without the error. Patient reported, he has changed the infusion site during the week and this has not resolved the error; does not have any supplies with him. Patient stated the device has also been giving a low battery warning every day and he has been changing the battery every day; has not changed the battery cover or the adapter since he got the infusion device over 3 months ago. Patient reported the low battery message has continued to occur even after he has replaced the battery several times and the occlusion has continued to occur after replacing the infusion set several times. Product was replaced and requested return of the infusion device, battery, battery cover, cartridge, adapter, and infusion set for evaluation.